Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4)_clinical trial study, subject ID (B)(6), report center 03 mild increase in iop (right eye) following vitrectomy + vitreous puncture injection + pre membrane peeling for complex retinal detachment repair + retinal laser photocoagulation + complex retinal detachment internal pressure repair surgery. No measures taken, outcome is "recovery."